Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Correction: adverse event and/or product problem. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis confirmed the reported event as a rise in power consumption has been logged starting on (B)(6) 2016 to a peak of 3.9w on (B)(6) 2016 outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the elevated power consumption can be attributed to external factors such as thrombus formation. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during routine clinic visit this patient experienced signs of hemolysis and increases in pump powers from baseline. The patient's inr was 3.0. He was subsequently admitted to the hospital and started on an intravenous (IV) heparin infusion followed by thrombolysis with good results. The patient was last reported to remain hospitalized. No further information was provided.